Manufacturer narrative:
Investigation summary: two needles were returned. Both needles have epoxy splatters on the cannula of the needle. Qn review: one notification was written for assembly batch 6271680 for low lube solids. This does not affect the double cannula issue. DHR review: two assembly batches were used in the production of this order. Assembly batch 6243597 had 171 visual inspections performed on 8,550 parts with zero defects recorded. Assembly batch 6271680 had 245 visual inspections performed on 12,250 parts with one defect recorded for the low lube solids mentioned above. This does not impact the fm. Possible root cause: probable root causes: the rack of needles fell against another rack coming in contact with uncured epoxy. (Most likely in view of the note in the DHR regarding a roll up.) A misassembled needle with uncured epoxy came into contact with the needles in question during assembly. Epoxy contaminated the caterpillar belts on the assembly line and transferred to the cannula. If corrective/preventative action not required, provide rationale: here are the things we've done to improve epoxy splatters and dripovers: re-trained operators in regards to inspecting for epoxy dripovers and identify epoxy issues . Modified the line to prevent mis-assembled cannula from accumulating and causing epoxy on the caterpillar belts and other needles. Revised the visual instruction for epoxy application to assist the operators in adjusting the adhesive camera. The adhesive camera is used to assist the assembly associate with epoxy adjustments in regards to epoxy location. It is not used to disposition product. While these actions reduce the interaction required for the operator in regards to epoxy application, it is still dependent on the operator to continuously monitor the assembly process for epoxy issues. We will continue to provide coaching and feedback to them as we become aware of issues. Investigation conclusion: possible root cause: probable root causes: the rack of needles fell against another rack coming in contact with uncured epoxy. (Most likely in view of the note in the DHR regarding a roll up.) A misassembled needle with uncured epoxy came into contact with the needles in question during assembly. Epoxy contaminated the caterpillar belts on the assembly line and transferred to the cannula.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use a. Bd precisionglide¿ specialty use sterile hypodermic needle was found with foreign matter as the ¿nurse found white foreign matter on the needle. ¿ there was no report of injury or medical intervention reported.